Manufacturer narrative:
Device evaluation by MFR: synergy ous mr 3.50 x 16 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. The mid region of the stent had struts lifted from the crimped position and pulled proximally. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Following pre-dilatation, a 3.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was fine. However, device analysis revealed stent damage.